Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple error. The customer stated motor error alarm, multiple random no delivery alarm have to restart the insulin pump. Customer stated rainbow effect and blotches occurred on the screen that make difficult to see screen when light outside. Customer stated insulin pump rejected new batteries. Customer stated there was plastic chips while changing reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis